Manufacturer narrative:
This report is filed may 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, due to skin overgrowth at the implant site. The implanted device remains.